Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: what cartridge was used (color and product code) was used throughout procedure? Gst60w, gst60b. Was buttressing material used? No. Was an echelon used to create the g-j anastomosis or other device used? Plee60a, gst60w. How was the common opening closed? Handsewn. How long post-op did bleeding occur? 24 hrs. How was it identified? Patient coughing up blood. How was it addressed? Reoperation to resuture anastamosis. Were there any issues noted with staple formation in initial or reoperation? Doctor noted more oozing with gst reloads than legacy reloads. What is the current patient status? Recovering.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, she noticed more latent oozing when compared to the legacy echelon stapler. The same device was used to complete the procedure. There were no adverse consequences for the patient.